Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. A follow-up MDR will be submitted if additional information is obtained. The reported issue was resolved following troubleshooting with technical support. An isi technical support engineer (tse) was contacted, and the site confirmed that the reported problem was resolved after using a spare endoscope of the same kind as a replacement. No site visit was conducted. The system was working properly, and no additional action was required.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair procedure, once the endoscope was installed, it repeatedly turned to the side automatically. The clinical sales representative (csa) elaborated, stating that the endoscope kept rolling after installation. At the start of the call, the csa stated that the issue had been resolved after rotating the endoscope and reinstalling. The procedure was being completed as planned with no reported injury.